Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va176kq, product type: lead.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the lead, or more likely the stylet, was bent out of box and therefore was not used for implantation. The cause of the bend in the lead is unknown. The surgery was continued with other leads and took place on (B)(6) 2016. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the lead 3389s-40, stimloc dbs lot # va176kq found no anomalies. Analysis of the stylet found that the wire was bent out of box. (B)(4) corresponds to the lead, (B)(4) corresponds to the stylet. (B)(4) corresponds to the lead. (B)(4) corresponds to the stylet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no known root cause was found, (B)(4) is the most applicable code corresponding to the stylet. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.